Manufacturer narrative:
The hospital rebooted the unit, resolving the alarm condition, and returned the unit to service. The customer contact reported there is no patient information available.

Event description:
The hospital reported that, during a case, the unit had a system malfunction. The clinician reportedly switched to manual mode to complete the case. There was no reported patient injury.